Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: (B)(4)

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported a recognized artifact on displayed images. There was no misrepresentation as a result of the artifact. The philips field service engineer (fse) visually inspected the system and found the compensator was broken in the collimator. The fse replaced the compensator and performed system testing to resolve this issue. The fse confirmed there was no harm to patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The system is in clinical use. This issue has been determined to not be a reportable event.